Manufacturer narrative:
(B)(4) one pleurx valve assembly was provided for evaluation. Functional testing of the valve was not able to confirm the reported failure mode. The investigation was able to successfully drain through the valve when attached to the appropriate access dilator. Upon completion of the functional testing, the valve assembly was disassembled for inspection. There were no defects identified on either the exterior or interior of the valve assembly. The review of the complaint sample was not able to confirm the reported failure mode and was not able to identify any contributors to a probable root cause. A DHR review of applicable records could not be performed since no lot number information was provided in the complaint report. Consequently, the investigation could not identify any contribution to a probable root cause based on the DHR review. Based on the results, the investigation was not able to identify any probable root cause for the reported failure. There was no identifying contribution from any manufacturing aspect that may have contributed to the reported failure mode.

Event description:
Occluded no drainage was possible. After flushing catheter by nacl, sonography and CT and after eliminating all sources of error, the valve had to be changed. Drainage could be performed again. Safety valve was intact prior to replacing. Prior to this event, there were no established incidents. Implantation was on (B)(6) 2014.

Manufacturer narrative:
(B)(4). If further information becomes available, a follow up emdr will be submitted.